Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh and pelvisoft was implanted. The patient underwent mesh implantation in order to treat pelvic organ prolapse, incontinence, rectocele, enterocele and stress urinary incontinence. It was reported that the patient had the concurrent procedures of vaginal hysterectomy, high uterosacral vault suspension, cystoscopy, enterocele repair and rectocele repair with pelvisoft mesh graft augmentation and hydrodistention. Performed during mesh implantation. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent a sling removal & urethrolysis surgical procedure on (B)(6) 2011. No additional information was provided.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh and pelvisoft was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced interstitial cystitis, sling discomfort and voiding dysfunction.

Event description:
It was reported that following insertion the patient experienced interstitial cystitis, sling discomfort and voiding dysfunction.